Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "approximately 6 weeks after implantation, the gamma3 nail broke. Patient required revision surgery."